Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. Pump passed the unexpected restart alarm error test. No unexpected restart alarm noted. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot.

Event description:
The customer reported via phone call that they had an unexpected restart alarm on the insulin pump. Customer's blood glucose was 332 mg/dl. The customer also reported the buttons were not functional on the insulin pump. The customer was unable to perform a prime as a result. It was also found the customer was locked on a screen. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.